Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If device or add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that: "the tensioner handle broke in half while in use. There were no problems or complications in regards to the surgery."